Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, displaying a message indicating a downstream occlusion. It had been connected to a patient during the error/event. The air detector and upstream sensor were both on. The length of infusion was 46 hours. A cstd had not been used to fill the cassette, and the pump had not been used to prime the extension tubing; instead, gravity had been used. There was a patient involvement, and no patient harm/adverse event reported.